Manufacturer narrative:
(B)(4). Nonconforming staple stack. Device (a) was received in good visual condition. After further analysis, it was noted that one staple was loose inside the cartridge, which could cause the staples to become misaligned. When the staple stack is found to be nonconforming, staples will become jammed in the cartridge, not allowing the staples to properly advance and possibly preventing the device from firing. Device (b) was returned non- functional due to a non-conforming staple stack. In addition, one staple was found jammed in the cartridge nose. When the staple stack is found to be nonconforming, staples will become jammed in the cartridge, not allowing the staples to properly advance and possibly preventing the device from firing. The staple was removed and the staple stack became aligned. The device was tested for functionality and it fired and formed the remaining 26 staples as intended. However, the device was noted to be damaged. The device was disassembled to verify the condition of the internal components and the anvil was noted to be deformed. This deformation in the anvil will prevent the staple to be held in the firing chamber for its complete formation, resulting in an ejected staple. The appropriate engineering personnel have been notified of this incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a bowel resection procedure, the device fired crooked staples midway through the procedure and then it jammed. This also happened with a second device that was opened. A third device was used to complete the procedure. There were no adverse consequences for the patient.